Event description:
The customer reported that during an esophagectomy/gastric tube repair, the device was activated and then continued to activate when the activation button was released. The surgeon stopped using the device and opened another device to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.